Manufacturer narrative:
The lockout feature was inadvertently activated on the footboard. The issue was resolved for the customer by deactivating the bed lockout and instructing the staff on the bed lockout feature.

Event description:
It was reported by service report that the bed had no motor controls. No pt involvement or adverse consequences are reported.